Event description:
It was reported that the patient is having aspiration issues and the mother has postponed any further vns increases as the cause of the aspiration is unknown. Additional information was received noting that the patient does have a history of aspiration issues prior to vns implant. The physician is not sure of the cause of the aspiration. No known intervention has been taken for the event. No further relevant information has been received to date.